Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting failure to sense and capture. Cpi has been unable to obtain the serial number of this ipg. No registration information was received on this ipg and the model number was obtained through an x-ray. The patient has been scheduled for replacement of this ipg.